Manufacturer narrative:
A customer reported that forceps cannot be fixed on the handle. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Sample received in opened original packaging including cover foil. The sample was functionally and visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was not confirmed. It was found that forceps could been mounted on handles (handle ref: 712.00.31, 712.00.41 and 713.00.38), activated, the opening and closing was good and it could be controllable used during testing. It was found that there are residues or abrasion inside the tip. But this had no influence on the functionality. A root cause could not be determined because the sample meet the specifications. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic forceps tip could not be fixed on the handle during surgery. There was no patient contact or harm.